Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was under delivering and they experienced high blood glucose level of 30 mmol/l. Customer reported that they had positive results in ketones test and nausea, vomiting and abdominal pain. The customer felt ok to troubleshooting high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer stated that they uses auto mode feature at the time of high blood glucose event. The customer was treated for the high blood glucose with insulin. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further assistance was required. The reservoir was not returned for analysis.